Event description:
It was reported that patient underwent a right total knee arthroplasty on an unknown date. A revision has been indicated due to an unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure was indicated due to pain and suspected infection; however, the surgeon is no longer considering a revision procedure for the patient as there is no infection present.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Initial reporter - unknown. PMA/510(k) number. Manufacture date ¿ unknown.